Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s implant stopped working on saturday night (B)(6) 2016. The patient stated that she charged the implant on the first of february and last felt stimulation on friday night. The patient received assistance from patient services with using the patient programmer. The patient indicated that the therapy was off and her setting was on group a at 4.50 volts which was too strong. She decreased stimulation to 4.0 volts and turned therapy on. The patient reported she did not know how the therapy was turned off. It was noted that the when patient services tried to assist the patient with the charging process, the patient had difficulty using the belt and equipment and said she would wait for her family to help her charge. The patient was wondering if she had been charging correctly. Further, the patient reported it worked after the patient spoke with patient services but she must have hit something. The patient suddenly stopped feeling stimulation. Patient education was provided again for button usage. It was noted the patient did not know that if the device was not charged at least 25% it would not turn on. The patient started to charge the device. It was noted the patient was unable to use the patient programmer. Additional information received from the consumer reported poor communication on the patient programmer. There was no telemetry and they were getting the poor communication screen. New batteries were tried. Communication was possible with the implantable neurostimulator recharger (insr). The patient was not recently implanted or had a revision surgery. It was noted the patient used an antenna. Confirming the antenna was secure and syncing with the implantable neurostimulator (ins) did not resolve the issue. Unplugging the antenna, placing the patient programmer directly over the ins on the skin, and syncing with the ins did not resolve the issue. There was poor telemetry with and without the antenna. The patient programmer was not working. It was noted the caller did not seem familiar with the patient programmer and it was explained that the antenna needed to be placed over the ins. An ins battery depleted, charge ins screen was shown. They were going to charge the ins before trying to communicate further using the patient programmer. Poor coupling with recharging was also noted. Recharging best practices were reviewed and poor coupling was shown. Repositioning the antenna did not resolve the issue. Communication was possible with another external device. An antenna locate session was attempted but this did not resolve the issue. No ins pocket issues were reported. An insr antenna was sent to the patient. The patient would continue to charge and would follow-up with the healthcare provider (hcp) to schedule recharging training and a device check. It was noted the patient received the replacement, however, it still was not working. Information was reviewed, and it was found the patient was receiving the ins empty screen. The patient had an appointment to see the manufacturer's representative on (B)(6) 2016 at the hcp office. Further, it was reported the patient could not connect to the ins with the recharger or programmer. The patient was unable to use the devices for 12 days and could not get the recharger to charge back up again. The stimulation suddenly felt like it became weaker. Since about (B)(6) 2016, the patient had no stimulation. It was noted the patient had a bad fall on (B)(6) 2015 where she hit her bathroom cabinets with her right arm and had to have arm and wrist operated on twice. Six bones were broken during the fall. The patient could not recall if the device was turned off during the operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.